Event description:
It was reported that during a colectomy procedure a tear was noticed in the top right corner of the tyvek packaging of the stapler, the circulator put the stapler aside and opened a new stapler. There were no consequences reported to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Externally caused customer complaint indicated that a tear was in the top right corner of the tyvek packaging. Only the tyvek was returned for analysis. Tyvek was visually examined and it was confirmed that a cut was present in the tyvek on the top right corner. The angle of the cut was not perpendicular to the tyvek surface but rather angled into the tyvek and the edges were ragged indicating a tear rather than a clean cut into the tyvek. The shape of the cut was semicircular in nature rather than in a straight, clean line and is not consistent with a knife cut. The damaged area was not over a part of the tyvek that makes contact with the device. Although an ees carton was not returned, a representative carton was inspected and it was determined that nothing on the individual carton has edges that make contact with the tyvek surface. The machine log books were reviewed for the time that the lot was packaged and no anomalies were noted. There is no blister, device, or carton to evaluate, so the condition of these items cannot be evaluated and used to make additional observations in regards to the root cause for the defect. Based on visual inspection of the sample received, the condition of the tyvek including the shape and location of the cut, and a review of the internal process which found no process failures that could lead to the observed defect, it has been determined that the defect observed is likely caused outside of the packaging facility, potentially from storage or handling conditions outside of the facility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.